Event description:
Updated summary: medwatch reported to medtronic that customer had a low blood glucose of 75mg/dl when plane landed in nigeria. Customer became dizzy and fell to the bottom of the escalator at the airport. Emergency medical technician took the customer to a clinic and then later the customer was transferred to the emergency room in a teaching hospital. Customer got 17 stitches from the forehead to the left ear. Customer also has nerve damage in their scalp and forehead from the fall. Customer is anxious about falling again. Customer takes sertraline with their insulin, which can cause a low. Pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Health effect-clinical code-2348, health effect-impact code-4614 select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia dizziness, fall, anxiety, nerve damage, injury and laceration(s) after the flight and was treated with emergency medical services. The blood glucose value of 75 mg/dl. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1880.